Event description:
The customer contacted baxter's service center regarding a check supply line alarm during fill on the homechoice (hc). The hp had solution in the supply bag. The hp disconnected the supply bag and connected it to the heater line. The hp ended therapy. Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the use error-reuse of single use product. Per the pdn, the home patient (hp) had not mentioned the alarm per the patient notes at the clinic. The pdn stated she would let the hp's pdn know about the alarm and she would follow up with her. Per the pdn, the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product, where the home patient disconnected the supply bag and connected it to the heater line. This complaint is confirmed because reconnecting disconnected solution bags is a use error that can cause contamination. The cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.